Event description:
It was reported during procedure that the lead was tested for its parameters. It was stated that the values of threshold and r-waves were not acceptable. The physician decided to reposition the lead. While repositioning, the helix failed to extend after placement. So, the lead was explanted and tested again. It was stated that the helix was functioning normally. The physician tried to reimplant the lead. The lead was tested again and it was noted that there was no signal. A new lead was used and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
A complete lead measuring 58.0cm was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.